Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a shock lead open message during defibrillation threshold (dft) testing at implant. The physician reopened the pocket, checked the set screws and re-inserted the rv lead into the device header. A commanded shock was then delivered and the device again recorded a shock lead open message. This device was explanted and a new device was successfully implanted. Dft testing was performed with the replacement device and no further messages were observed. No additional adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This crt-d was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the exterior of the product identified no anomalies. Review of stored memory confirmed the device recorded two shock lead open errors on (B)(6) 2023. No other suspicious errors or codes were recorded. A 50 ohm load was connected between the right ventricular (rv) coil and the device case and a commanded lead impedance measurement resulted in a normal 53 ohms. Multiple 1.1 joule commanded shocks were completed in varying configurations and those resulted in open circuit condition messages. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was confirmed to be as expected. A high powered visual inspection of the hybrid component identified no irregularities. The battery was removed and replaced with an external power source. The high voltage capacitors remained connected to the device circuitry. Using the external power source, the device could be interrogated. With the external power source connected, a 0.9 joule shock was commanded and the expected energy pulse was absent. Individual electrical component testing was undertaken. Electrical measurements of the super output module indicated a potential component performance issue within the module. The module was removed from the hybrid and sent to the supplier for detailed testing. Ultimately, the root cause of this issue was determined to be an open resistor within the super output module within the device's circuitry.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a shock lead open message during defibrillation threshold (dft) testing at implant. The physician reopened the pocket, checked the set screws and re-inserted the rv lead into the device header. A commanded shock was then delivered and the device again recorded a shock lead open message. This device was explanted and a new device was successfully implanted. Dft testing was performed with the replacement device and no further messages were observed. No additional adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.